Event description:
It was reported that the customer's blood glucose was dropping down into the 30 to 40 mg/dl range. It was stated that the insulin pump was not alerting the customer when her blood glucose went low. At the time of reporting, it was stated that the customer's blood glucose was 65 mg/dl and her sensor read 229 mg/dl. Sensor insertion and calibration techniques were discussed. It was advised to monitor the issue and adjust calibration timing. The patient treated her low blood glucose with juice. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.